Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve is contaminated associated malfunctions for this device: 4 way valve was contaminated and the tie wrap was leaking.